Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during distal radius fracture surgery on (B)(6) 2013, the surgeon reduced the fracture and placed k-wire fixation. After the surgeon repositioned and implanted the plate, the surgeon chose fix mode in a positioning hole. He then inserted and locked the screws in each hole. Reportedly when he was inserting and locking the screw in the distal hole in the distal row, most ulna hole, the screw penetrated through the hole. The surgeon then replaced the plate with a new plate and completed the procedure. It was reported the surgeon completed the surgery using the global technical procedure, he chose fixed mode and did use a torque limiter (0.8nm) in lock. No further information was provided. This report is for an unknown plate. This is 4 of 4 reports for the same event, complaint (B)(4).